Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection white particles ranging in size from 1.47 ¿ 1.89 mm were observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy determined the particle to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was observed to have particulate matter in the bladder. The unit contained unspecified amounts of meropenem, ceftriaxone, ceftazidime, and sodium chloride. There was no patient involvement. Additional information was requested and is not available. This is report 2 of 5.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.